Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. On 09/18/2025 at approximately 2:00 am the patient was awakened by a dexcom cgm alert indicating a glucose level of 46 mg/dl. At that time, the patient reported no symptoms. Without performing a bg test, she immediately consumed juice. Shortly after, her cgm continued to display 46 mg/dl, prompting her to perform a bg test, which showed a reading of 246 mg/dl. No additional treatment or medication was administered. The patient then replaced her dexcom g7 sensor and returned to sleep. Later that day, the patient began experiencing presyncopal symptoms (feeling like passing out). Her cgm displayed "low", and she again consumed juice. A bg test showed a reading of 490 mg/dl, but symptoms persisted. She replaced her g7 sensor once more and decided to proceed to the emergency room (ER) while the new sensor was in its warm-up phase. During transit to the ER, the patient contacted dexcom support. At the time of the call, the cgm reading was 42 mg/dl, while a bg test showed 497 mg/dl. The patient reported feeling stable during the call, with no symptoms present. Upon arrival at the ER, her bg was tested and showed a reading of 590 mg/dl. The cgm sensor was removed during her ER visit. Treatment included IV fluids and IV insulin (dosage and frequency unspecified). The patient was discharged the same day after an 8-hour stay. The patient has since confirmed that she is feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.